Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to aseptic loosening.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could be confirmed, based on available medical records and assessment of health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows radiolucence and small cyst. Loosening can be confirmed. No clear migration. Pe shows no sign of breakage or separation. The talar component shows larger cyst , hence loosening can be confirmed with no clear migration. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cyts around tibial and talar components. As a result, loosening can be caused possibly at both components. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to aseptic loosening.